Manufacturer narrative:
Analysis of software by design analysis methodology determine that the software functioning as designed. Per event summary, r e-centering the trajectory 1 window resulting in everything lining up. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter occupation not available at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a sacroiliac and thoracolumbar procedure only trajectory 2 was displaying any anatomy, trajectory 1 was black. The axial, coronal, and sagittal were all displaying anatomy as well. The instruments were accurate if the anatomy was displayed. The site hit re-center for the trajectory 1 window and everything aligned up. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.